Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in hospital with a dislodged atrial lead. This was confirmed via x-ray. The atrial lead was successfully revised on (B)(6) 2019. The patient was stable before and after the procedure.